Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tubing leaked fluid inside a pump. There was no report of patient harm.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of the set leaking was confirmed. During visual inspection it was noted that the silicone segment had a tear near the lower fitment measuring 0.201mm long. Visual examination under magnification showed no crush marks to the upper or lower fitment. Functional and pressure testing confirmed a leak from the silicone tubing near the lower fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified.